Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, patient with persistent leak of endotracheal tube, presented low lung volumes and desaturation required extubation and reintubation with difficult air traffic with tube 8.5 and later 8.0. Considering the two previous procedures as high generators of aerosols.